Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated weight; actual weight as (B)(6). Concomitant medical devices: guide wire: .014 x 190cm balance middleweight; guide catheter: 6 fr medtronic ebu 3.5; stent: 3.5 x 23 xience v; 3.0 x 18 xience v; other: angiomax. The microsnare was removed and the prowater was placed to the lca across the lesion. A 2.0x15 non-abbott balloon was inserted through the guide catheter over the (B)(6), and a 2.0 x 15mm non-abbott balloon inserted through the guide catheter over the prowater guide wire to the target lesion. Both balloons were inflated at both ends of the stent at 4 atmosphere (atm) for 1 minute 20 seconds; one of the balloons was inflated for 4 atm for 30 seconds. The patient coded and cardiopulmonary resuscitation (CPR) was initiated. Balloon inflation at 8 atm for 14 seconds with a 3.5 x 15mm non-abbott balloon. The patient was intubated and CPR was stopped briefly. The patient went into bradycardia and medication was given; CPR was started and iabp was initiated. The patient received cardioversion, however, expired in the cath lab. The dislodged stent remains in the patients body. The stent delivery system was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all additional relevant information. The 3.0 x 18 mm xience v stent is being filed under a separate MFR number. Evaluation summary: the inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It was reported the graftmaster was attempted to be advanced through a previously placed stent, which likely contributed to the failure to advance as there was no damage noted to the stent prior to use which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. It is likely that the stent caught on the implanted stents, damaging the struts, resulting in the stent becoming loose on the balloon, and subsequently dislodging. Additional treatment was used in the attempt to snare the dislodged stent however this was unsuccessful; therefore, balloon dilatations were attempted however the patient condition deteriorated and ultimately expired. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems are 100% visually inspected online for stent placement. Furthermore, a sampling of units is subjected to a stent movement test to verify stent security. Bradycardia, hemorrhage, hypotension, and death are listed as observed or potential adverse events associated with the coronary stenting in the graftmaster otw instructions for use. Due to the inherently emergent and serious use of the graftmaster device, it is possible that the perforation itself and/or the inability to treat the perforation may have contributed to the reported cascading patient effects including angina, bradycardia, cardiac arrest, hemorrhage, hypotension, respiratory failure, and treatment with medications that ultimately lead to the patient death. However, a conclusive cause cannot be determined for the reported patient effects or their relationship to the device, if any. A review of the finished product lot history record did not reveal any nonconforming material records (ncmrs) associated with this lot. The device was not returned for analysis and a conclusive cause was unable to be determined for the reported difficulties. Thus, in review of all incidents, there does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). A cine of the procedure was received and reviewed by an abbott clinical specialist. The reviewer noted that the angiograms reveal lesions in the proximal and proximal-mid heavily calcified left anterior descending (lad). A stent is positioned and deployed across the proximal lesion. A balloon inflation is then performed in the left main (lm) and into the proximal end of the stent. A second wire is positioned in the diagonal. A second stent is positioned and deployed with the proximal end slightly overlapping the distal end of the first stent an extending into the lad across the diagonal bifurcation. A balloon dilatation occurs across the adjacent/overlapping section of the stents. Three balloon dilatations are performed in the distal end of the second stent, extending into the native lad. After the third dilatation a small perforation is noted in the mid-lad. A balloon is positioned across the area of perforation. There are no images of inflation. A stent (graftmaster) is then seen positioned in the mid lad but does not appear to have crossed the area of perforation. However, the extravasation is no longer present. The next scene shows that the stent has dislodged and is positioned in the left main-proximal lad adjacent to the tip of the guiding catheter. The diagonal wire has been removed. In the final scene movement of the chest suggests that chest compressions are occurring. It appears that a balloon is inflated in the lm or proximal lad. The reviewer concluded that the images confirm that a stent (most likely a graftmaster) dislodged in the lm/proximal lad.

Event description:
It was reported that during an interventional procedure of the proximal and proximal to mid left anterior descending (lad) artery lesions, a 3.5 mm x 23 mm xience v stent was deployed proximal then a 3.0 mm x 18 mm xience v stent was deployed distal without incident. The same 3.0 mm x 18 mm xience v balloon was advanced distal to both newly deployed stents and balloon dilatation was performed resulting in perforation to the vessel, hypotension with medication given, and the patient complained of chest pain level = 8/10. Several balloon inflations were attempted to the affected area of the vessel. A 3.0 mm x 19 mm graftmaster was advanced to the target lesion over a balance middleweight (bmw) guide wire, however, the stent dislodged off the balloon and remained in the vessel. The bmw was removed and a .014 prowater guide wire was placed through the guide catheter to the left coronary artery and positioned across the stent. A 2mm x 200cm micro snare was advanced to the left coronary artery (lca) and bifurcation of the left main (lm); the microsnare was removed. A 3.0 x 12mm non-abbott balloon on the prowater guide wire was advanced to the lm past the stent to retrieve the stent; balloon inflation at the affected vessel. Several additional micro snare advances, balloon inflations and microsnare removals were performed, and the use of prowater guide wires, sheath changes from 6 fr to 8 fr, a j-tip .035 guide wire were used at the target lesion. The patient verbalized pain level = 0/10.